Manufacturer narrative:
(B)(4). Brand name; corrected data: the previously submitted MDR inadvertently did not update the suspect device for the event. Type of device, name; corrected data: the previously submitted MDR inadvertently did not update the suspect device for the event. Model #, serial #, lot#, expiration date; corrected data: the previously submitted MDR inadvertently did not update the suspect device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently did not update the suspect device for the event. Additional manufacturer narrative and/or corrected data; corrected data: the previously submitted MDR inadvertently did not include the suspect device UDI for the event.

Event description:
Follow-up revealed that the patient's relapse in seizures were not an increase in seizure frequency. The patient had a history of sleep apnea and was sent for a sleep study to evaluate the recent dyspnea issues. The ent diagnosed the patient with left vocal cord paralysis which was attributed to vns surgery and determined to be the cause of the dyspnea issues. The patient was undergoing treatment for the vocal cord paralysis and there were no issues with the patient's device.

Event description:
Clinic notes were received indicating that following recent implant surgery, the newly vns patient began experiencing shortness of breath and stridor when straining to perform tasks. The patient was seen two weeks post-op and a neurologist and cardiologist cleared the patient for these issues. Additional information was received stating that the patient was in the hospital in (B)(6) 2015 due to a relapse in seizures and underwent a sleep study on (B)(6) 2015. It was noted that the patient had been diagnosed with sleep apnea prior to vns. The patient was evaluated by an ent on (B)(6) 2015 and diagnosed with left vocal cord paralysis. No further information relevant to the event has been received to date.

Manufacturer narrative:
.